Manufacturer narrative:
The user facility reported during priming stage a leak was noted in the oxygenator. Follow up communication with the user facility reported: (1) the leak was noted at the venous outlet port of the oxygenator; and (2) this was noted during priming stage and there was no patient involvement. Results - is based upon evaluation of the returned port adaptors and reserve sample. Conclusions - is based upon evaluation of the returned port adaptors and reserve sample. A portion of the involved device was returned to the manufacturing facility for evaluation. The reservoir component was not returned but four (4) port adaptors were. Upon receipt the prot adaptors were visually inspected and no anomalies were noted. A retention sample reservoir from the involved lot number product code combination was subjected to visual inspection, no anomalies were noted. Magnifying inspection of the venous blood outlet port on the retention sample did not find any anomalies. Dimensional inspection of the reservoir port confirmed there was no non-conformity. The actual sample was jointed to the reservoir port and then held on the larger bore side where there are some ribs on the outer circumference, screwed in and tightened securely to reservoir port. The reservoir port was then filled with saline solution in the maximum amount to be pooled (=3500ml) and left in this state for 6 hours. There was no leak at the joint between the actual sample and reservoir port. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there was no indication of production-related problems. A search of the complaint file found no similar report with the involved product code/lot# combination. Although an exact cause cannot be determined based on the available information there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported during priming stage a leak was noted in the oxygenator. Follow up communication with the user facility reported: (1) the leak was noted at the venous outlet port of the oxygenator; and (2) this was noted during priming stage and there was no patient involvement.